Manufacturer narrative:
Product analysis result: visual microscopic the implant has cracked in an "l" shape emanating from the connection hole of the inserter. The crack appears to be the result of compression overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product was not approved for sale in us but a similar device with catalog # 9393008, 510k# k094025 and UDI (B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l5/s due to isthmic spondylolisthesis. Intra-op, when the surgeon was inserting 8mm cage, breakage of the cage was found by image and removed. No patient complications were reported as a result of this event. It is unknown that any fragment of the implant remaining in the patient. There was a delay of less than 60 min in overall procedure time as a result of this event.

Manufacturer narrative:
Product image review result: submitted images appear to display cracked and fractured interbody spacer. If information is provided in the future, a supplemental report will be issued.